Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma following an implant procedure. The hematoma was aspirated and the patient recovered without sequelae.